Event description:
A complete veptr ii construct was implanted for spinal lengthening in an infant. Follow up clinic x-rays showed the ti rib hook and the ti rib cap/extended disengaged. The top half of the construct was removed and replaced and the bottom half remained intact. A distraction lock was added to the top and middle of the construct. This is one (1) or two (2) reports submitted on this event.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the manufacturing records has been requested.